Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced incontinence, urgency, dyspareunia, pain, secondary prolapse, mesh erosion and exposure, interstitial cystitis, recurrent stress urinary incontinence, scarring, nocturia, frequency and infection. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.